Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. There was evidence on the female connector indicating the insert chip was present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by using the returned patient connector with no issues observed. The reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(4) h11:the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to be disconnected from the patient line of a pd cassette. The patient had to cut the patient line to disconnect from the cycler. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.